Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the stenosed anastomotic vein side of the left forearm. A 3.5mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The procedure was successfully completed using a 3mm symmetry balloon catheter. No patient complications were reported.